Event description:
The patient was seen in clinic. There were coupling and communication problems between the recharger and the implantable neurostimulator. The patient had fallen a few weeks earlier. The device was not flipped as confirmed by x-ray. The antenna locate feature was used to optimize positioning of the recharger. A second recharger was used. A short physician mode recharge was done. No recharge efficiency bars darkened after troubleshooting. Recharge history information was not reliable. The patient had gained 50 pounds in the last couple of months and the implantable neurostimulator may have been deeper than previously thought. The implantable neurostimulator was replaced. The patient recovered without sequela after device removal. The patient was able to recharge the new device.

Manufacturer narrative:
(B) (4). The implantable neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.